Event description:
A pt with an echocardiograph score of 6 underwent percutaneous transvenous mitral commissurotomy (ptca) with ims-26 inoue balloon catheter in 2004. The physician who performed the procedure reported that the balloon "ruptured" during the procedure, and the balloon catheter was withdrawn from the left atrium in accordnace with the "instructions for use." Before assessing the pt's hemodynamic function, the physician completed the procedure using a new ims-26 balloon catheter. Following the second procedure, the pt was found to have mitral regurgitation grade 3. The pt was given ace inhibitor and nitroglyerine. An echocardigraph performed three days after the procedure showed mitral regurgitation grade 2. Surgical treatment was not required.